Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced a blood glucose (bg) level of 240 mg/dl at its highest due to not receiving an extended bolus that was programmed. A bolus was delivered to address the bg level. Recommendation was made to consult with their health care provider to discuss diabetes management. Tandem technical support attempted to follow up with the customer multiple times in order to review the pump's logs to verify the bolus delivery issue; however, no response was received.